Event description:
Patient contacted dexcom technical support on (B)(6) 2013 to report that beginning on (B)(6) 2013, she developed a rash from the patch adhesive. The patient reported that the rash appeared like a burn like on the skin, itchy, red, skin peeling, and blistery. She reported that the marks lasted for about 6 weeks. The patient contacted her physician regarding treatment and the physician recommended cortisone cream as well as using different dressings as a base prior to sensor insertion. At the time of the call to dexcom technical support, the patient was doing well.